Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit and upon arrival the fse evaluated the device. The fse noticed the rear of the console cover with sustained damage and the rear handle was pushed into the console. The fse then conducted a helium leak check procedure and determined the helium fill assembly was leaking. The customer was notified and an estimate was generated for the repair of the device. Since the extent of the damage is beyond the scope of the customer's service agreement, the customer will place the order for the parts to complete the repairs. Additional information has been requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The fse returned at a later date to continued evaluating and troubleshooting device for helium leak. The fse followed guidance from second level support as well as helium leak troubleshooting guide and repaired several helium leaks within the pump console and hospital cart. The fse performed a full pm, calibrion, safety, and functionality checks were completed per the service manual. All checks passed factory specifications and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e2, g1, g3, g6, h2, h6, h10, h11. Corrected fields: d5, e1 (initial reporter), e3 (occupation). A getinge field service engineer (fse) returned to the site and completed repairs to the helium reservoir assembly and console cover. It was noticed the device still had a helium leak while completing functionality checks. Noticed kink in helium line in hospital cart and replaced helium tubing assembly, high pressure regulator, and pressure transducer. Unit still has slight helium leak present when console and cart are connected. Also detected damage to the upper panel assembly and replaced it.

Event description:
N/a.